Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was enrolled in clinical trial. Aneurysm and vessel morphology at implant were not reported. It was reported the patient was hospitalized for groin wound lymphocele seroma requiring surgical lymphocele ligation resection of related sac and muscle flap coverage of femoral vessels one month after the stent graft was implanted. Three weeks later, the patient was hospitalized again for groin wound surgical debridment. No additional clinical sequealae were reported.